Manufacturer narrative:
Standard disclaimer on file.

Event description:
The reporter states that her mother was hospitalized because of inaccurate results with the device. No diagnosis or treatment details were provided by the reporter.